Event description:
It was reported that the pt has been having increased pain and numbness/tingling in her legs. A catheter study was performed; the catheter was found to be patent. A CT scan was also performed and ruled out an inflammatory mass. The pump contained dilaudid 6.3 mg/ml, bupivicaine 32.5 mg/ml and clonidine 0.9 mg/ml. The pump was explanted and replaced due to eol. The pt recovered without sequela.